Event description:
It was reported that during testing conducted at the user facility that the trigger was sticking. The manufacturer service technician evaluated the device and determined that the trigger condition was causing the device to run unintentionally. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during testing conducted at the user facility that the trigger was sticking. The manufacturer service technician evaluated the device and determined that the trigger condition was causing the device to run unintentionally. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.